Event description:
Procedure: laparoscopic hernia repair. Reportedly, the surgeon attempted to use three blunt tip trocars for the laparoscopic repair of the pt's hernia. The balloons deflated during the procedure and would not hold air. The surgeon opted to change to an open hernia repair procedure.